Event description:
It was reported that pump displayed malfunction alarm malf 12 related to momentary power loss to vibrator motor, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.